Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected rwbc content in the platelet product. The complaint was identified by the lab after the procedure had ended, therefore, the disposable was unavailable for return for eval. No donor reaction was noted by the operator. No medical intervention was required. (B)(6). This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data (rdf) was analyzed for this collection. Signals in the rdf do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported. No unusual process variable was identified in the rdf and the trima accel sys operated as intended. Signals observed in the rdf suggest that there may have been some platelet activation, causing aggregation in the lrs chamber, which could result in a higher than normal amount of wbcs to be collected with the platelet product. Based on the available info, it is also possible that this leukoreduction failure could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher than expected wbc content in the platelet product. Investigation eval and corrective actions are in-progress. A follow-up report will be provided.